Event description:
Boston scientific crm rec'd info that this pt fell. Both the dextrus atrial and right ventricular leads required repositioning. There was no indication of lead damage. In a revision procedure, the atrial lead was explanted, and the right ventricular lead was successfully repositioned. Two new leads were successfully implanted. No adverse pt effects were reported.